Event description:
During evaluation of a returned homechoice machine, a possible increased peritoneal volume (ipv) situation was identified which occurred in 2008, during drain cycle 6. The patient's ultrafiltration was 935ml, indicating the home patient (hp) drained 935ml more than their programmed fill volume of 1900ml. This information gives a total drain volume of 2835ml (1900ml + 935ml). During a follow-up call with the patient's nurse, she stated that she did not have any information or details per the call script regarding this specific incident because the pt's chart is no longer available. Despite baxter's attempts, no additional info could be obtained regarding this event.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this ipv discovered during eval. Based on a review of all available log data, the most probable cause of the ipv was determined to be insufficient drain, multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold. Therefore, it is possible that the hp drained the minimum drain required (85% of the fill volume as programmed in their homechoice during previous drain cycles and drained the remaining 15% at a later point in therapy (drain 6). The device will be routed to the service area.